Event description:
After cancelling treatment and removing cassette, patient noticed fluid in the cycler and on the tubing. Patient did not miss treatment. She continued with a manual exchange. She did not require any medical intervention and her effluent has remained clear. Sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.